Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the patient line disconnected during fill 1 of a patient¿s peritoneal dialysis (pd) treatment. The fluid spilled onto the floor and the patient was not able to fill to the full amount. None of the solution came in contact with the cycler. The cycler alarmed several times with a drain complication encountered message during drain 1. Treatment was canceled. Upon follow up, the patient confirmed that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and it was confirmed that the patient completed peritoneal dialysis treatment on that date using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler is not available to be returned to the manufacturer for physical evaluation. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.